Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned pump for alleged cosmetic damage located at the reservoir ring and battery compartment. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked retainer ring, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label missing. Cosmetic damage was confirmed for cracked reservoir ring and crack battery compartment. Unit passed required testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.